Event description:
It was reported that the pump touch screen was dark. Customer's blood glucose was 345 mg/dl. No additional information was provided and the customer declined troubleshooting with tandem technical support.